Manufacturer narrative:
An internal investigation was initiated to determine the cause of the malfunction. A device history record review revealed no issues that could have caused or contributed to the reported issue.

Event description:
The customer reported to inogen, the g5 portable oxygen concentrator produced an inadequate amount of oxygen. It is unknown if the patient had a backup source of oxygen, and if the unit alarmed. In turn, the patient was hospitalized for three days.